Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis nurse stated a patient experienced a leak underneath the cycler door. The sample was discarded. The patient's effluent remained clear. No prophylactic antibiotics were used. Patient did not have any health complications.